Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported that on (B)(6) 2026 (exact date unknown; on (B)(6) 2026 used for reporting purposes), patient attended a routine healthcare provider visit and experienced skin reactions at pod sites, including redness, itching, and bleeding. The healthcare provider diagnosed an allergic reaction to the adhesive and prescribed fluticasone nasal spray for use during site preparation. It is unknown if the patient was wearing a pod at the time of the visit.